Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The one shot target device is bent, causing an inaccurate drilling for femoral neck screws. There is a plastic deformation of the device.

Manufacturer narrative:
The reported event that one shot target device gamma3® was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed. Based on investigation, the root cause was attributed to be user and wear related. Indeed, the reported device has been in use since 2006, so more than 12 years of service life. The bending of the device was probably caused during use, handling or during the numerous reprocessing cycles, in which it is possible that the device was mishandled numerous times. The device inspection revealed the following: the product was returned and it could indeed be confirmed that it is bent. When put on a flat table, the device is not flat on it. The bending of the device results in the loss of it's functionality. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The one shot target device is bent, causing an inaccurate drilling for femoral neck screws. There is a plastic deformation of the device.